Event description:
In 2003, this pt was successfully implanted with a gore excluder aaa endoprosthesis. At the completion of the procedure, the right iliac artery tore at the 18 fr gore introducer sheath/unk insertion site. The vessel was repaired through embolectomy and surgical vein patch repair.